Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's urgency was so bad that by the time they get to the bathroom they urinate themselves. If they turn stimulation up too high, then they have pain at the sides of the device and stimulation down to their toes. In (B)(6) 2015, the patient felt like something moved or changed with their device. The healthcare provider did an x-ray which turned out fine and "checked the system" and it looked fine. During the report, they changed from program 3 at 5v to program 4 at 4.9v and the patient said it was causing their leg to be "hot". Stimulation was turned down to 4.7-4.8v. At the beginning of the report, the patient programmer was working just fine, but as the report progressed, syncing with the implantable neurostimulator (ins) was giving the patient a poor communication screen. The patient would need to press on the stimulation on or stimulation off button to get the device to sync. The sync button would not function with or without the antenna. The patient noted this was one of the reasons they went to the see the hcp back in (B)(6) 2015; they wanted to make sure the ins was working properly because the patient programmer was providing a poor communication screen, intermittently. Patient received a new programmer but the symptoms had not quite been resolved. The patient later reported that they had been in to see the healthcare provider (hcp) in (B)(6) 2016 and some reprogramming was done but they were still having symptoms. The patient reported she had been running to the bathroom and sometimes it was so intense she urinated on herself. The patient was able to change programs from program 2 at 4.3 to program 1 at 3.5. Initially, the patient felt a needle in her backside, so program 1 was decreased to 3.4 and the feeling subsided. It was confirmed that the patient was feeling stimulation in the correct area. It was finally noted that patient had their battery replaced.

Manufacturer narrative:
The incorrect aware date was previously submitted, and has now been corrected. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.